Event description:
Following an intravenous infusion of 30mg of tissue plasminogen activator (tpa), one pass with retrieval device was successfully performed to treat a left middle cerebral artery occlusion (l-mca). The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. Post procedure, a CT scan revealed a left internal carotid artery (l-ica) dissection. A carotid stent was placed to treat the dissection. The physician stated that most likely the dissection related to the balloon guide catheter used in the procedure and not related to the retrieval device as it occurred in the l-ica. No further information was provided.

Event description:
Following an intravenous infusion of 30mg of tissue plasminogen activator (tpa), one pass with retrieval device was successfully performed to treat a left middle cerebral artery occlusion (l-mca). The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. Post procedure a CT scan revealed a left internal carotid artery (l-ica) dissection. A carotid stent was placed to treat the dissection. The physician stated that most likely the dissection related to the balloon guide catheter used in the procedure and not related to the retrieval device as it occurred in the l-ica. No further information was provided.

Manufacturer narrative:
Device is not available to the manufacture.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.